Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/6/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/6/24. The user reported persistent hyperglycemia since 7:30 am, leading to symptoms of vomiting, tiredness, and dizziness. The user reported their bg reading was high (>400 mg/dl). The user was unable to perform self-care tasks, such as changing supplies or administering a manual injection, due to a recent wrist injury. Emts were called to check on the user but did not administer therapy as the user remained connected to the ilet. Later that day, the user went to the hospital and was placed on an insulin drip. They stayed in the ICU overnight and were discharged on (B)(6) 2024. The user reported no issues with their infusion set upon removal and attributed the high bg to stress, citing personal circumstances and challenges with hiring assistance. They have since reconnected to the ilet, and their bg levels are back in range.